Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
It was reported the touchscreen was misaligned. There was no patient involvement. The service engineer determined the touchscreen needed to be replaced. The service engineer replaced the touchscreen and performed testing. Tests all passed.

Manufacturer narrative:
The touchscreen was returned for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis was performed; the resistance measurements tests passed; however, ¿¿informational message¿¿ arrows were erratically not responding to touch; multiple readings were close to the upper limit which may contribute to unresponsive regions on the touchscreen. Faults were found on this returned touchscreen.